Manufacturer narrative:
Serial numbers continued: (B)(4). The investigations found for 3 of the events: the investigation determined the service actions resolved the issue. The investigations found for 4 of the events: the investigation did not identify a product problem. The cause of the event could not be determined. The investigations found for 1 of the events: the investigation determined that replacing the photometer lamp resolved the issue. The follow up actions for 1 of the events was that the field service engineer (fse) found that a rinse nozzle was blowing bubbles and splashing the cuvette. The fse found the vacuum pump gauge was low. The fse replaced the vacuum pump diaphragm and there were no bubbles. The customer ran calibration and qc that was acceptable. The follow up actions for 1 of the events was that service could not determine a cause for the issue. The instrument was checked by the field application specialist after the data manager was re-imaged. Precision testing was within specification. The performance of the instrument was verified. The follow up actions for 1 of the events was that the customer performed maintenance, changed the photometer lamp, cleaned the water bath, and changed the cuvettes. The follow up actions for 1 of the events was that the field service engineer confirmed that there were no issues with the system. The follow up actions for 1 of the events was that the field service representative found an issue with the vacuum tubing on the rinse mechanism. The tubing was replaced and the customer performed qc, which passed. The follow up actions for 2 of the events was that instrument performance check tests were performed with unacceptable results. The follow up actions for 1 of the events was that the field service engineer (fse) found the sample probe was not aligned. He aligned the sample probe. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events. Questionable non-reproducible results were generated by the cobas 8000 c (701) module. The events involved a total of 13 patients with the following: 3 questionable results for ca2 calcium gen.2. 8 questionable results for crej2 creatinine jaffé gen.2. 1 questionable result for albt2 tina-quant albumin gen.2. 1 questionable result for altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation. 1 questionable result for phosphorus. 1 questionable result for bun. 1 questionable result for crpl3 c-reactive protein gen.3. 1 questionable result for cysc tina-quant cystatin c. 1 questionable result for crep2 creatinine plus ver.2. One patient's age was 87 years. The other patients' ages were requested, but were not provided. One patient's weight was (B)(6) lbs. The other patients' weights were requested, but were not provided. There was 1 male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.